Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached report: rpt2121578_rev e.pdf, post-market clinical follow-up evaluation report coronary dilatation catheters the additional patient effects listed in the report are captured under separate medwatch reports.

Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott rx mini trek coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias, perforation, myocardial infarction, spasm, hypotension, angina, acute close, myocardial ischemia. The report also found performance issues with the cdcs such as issues with delivery, inflation, deflation, balloon burst, and withdrawal. Please see the pmcf report for additional details.